Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the endoscope allegedly removed itself from the patient. The intuitive technical support engineer (tse) found instrument engagement errors on universal side manipulator (usm) arm 2 in the system logs. The clinical sales rep (csr) reporting the issue was advised to instruct the site to reseat the sterile adapter when replacing the endoscope. The csr stated they would call back if there were any further issues. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, while the surgeon was attempting to manipulate instruments. The endoscope moved on its own and the other instruments locked. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. When the issue occurred, the surgeon was dissecting the gallbladder. To resolve the issue, the surgeon changed the endoscope and reapplied a new drape. There was no patient injury.